Manufacturer narrative:
The cotton tip came off the applicator as the physician was measuring the depth of a wound with the applicator. The depth of the insertion is not known. The cotton was retrieve via surgical débridement without further incident. The issue was confirmed with the returned sample. A root cause has not been determined.

Event description:
The cotton tip came off the applicator when measuring the depth of a wound.